Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09jan2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reports screen dysfunction. Defoa. No patient/user harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 09may2019. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2018-02725 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.